Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. A siemens customer service engineer (cse) visited the customer's site prior to this event. During the previous visits, the cse replaced the reagent 2 mixer, aliquot probe and rebuilt reagent 1 and reagent 2 arms. Cse also aligned the probe using the aliquot offset procedure. Siemens reviewed the instrument files and instrument health report (ihr) and determined that quality controls (qcs) recovered within expected ranges on the day of the event. Service was dispatched to check the vista and found that the aliquot probe was coated with gel from sample tubes. Cse replaced the aliquot probe and aligned the probe using the aliquot offset procedure as previously performed. Siemens did not find any issues in the instrument files and determined that several pre-analytical variables can cause aliquotting and/or sampling issues when the sample is delivered to and from aliquot to the cuvette. The cause of the discordant, falsely low vanc result is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A patient sample was run, in duplicate, on a dimension vista 1500 instrument, resulting in a discordant, falsely low vancomycin (vanc) result. The discordant result was not reported to the physician(s). The sample was repeated, in duplicate, on an alternate dimension vista 1500 instrument, resulting higher. One of the repeat results was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.